Manufacturer narrative:
(B)(4). Rauck, r; eck, e p; o'donnell, e; chang, b; craig, e v; dines, j s; dines, d m; warren, r f; gulotta, l v. Survivorship of onlay-type reverse total shoulder arthroplasty at midterm follow-up. Abstract. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04199. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported in a journal article that one (1) patient underwent reverse total shoulder arthroplasty revision due to notching. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported in a journal article that one (1) patient underwent reverse total shoulder arthroplasty revision due to notching. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.